Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on, system speaker hums, service code 107) has been confirmed. Upon investigation the monitor was unable to power on and was unable to complete essential performance testing. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's was receiving a service code 107 (abnormal shutdown). Additionally, the patient's monitor was making a humming sound and would not power on.